Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer's blood glucose level was unknown. Customer reported that when priming operation of exchanging an infusion set was performed, a large amount of insulin flowed out and disconnect message did not disappear. Customer reported that although a new infusion set was used, the trouble could not be resolved. The insulin pump will not be returned for analysis.